Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal electrode was covered with blood. The proximal and distal conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic depression and was melted. There was apparent explant damage.